Event description:
It was reported that failure to evacuate occurred. The 99% stenosed target lesion was located in a mildly tortuous and severely calcified superficial femoral artery (sfa). A 1.6mm jetstream xc catheter was selected for a sfa dilation procedure. The catheter was placed with a thruway guidewire. After the third cutting, the evacuation function failed. The device was removed and primed again; however, saline did not flow through the device due to a suspected blockage. There were no patient complications, and the case was completed with a different device of a different model.